Manufacturer narrative:
Corrected data: section e(initial reporters name) additional information: evaluation summary: post market vigilance led an evaluation of one device. Initial visual inspection of the instrument noted no abnormalities. Functionally, the instrument was loaded with a sulu. During the firing cycle, a skip was audible in the firing stroke. The instrument body was disassembled or visualization of the firing rack. This examination noted sheared teeth on the firing rack. Records from each manufacturing lot are thoroughly quality release specifications at the time of manufacture. Replication of the sheared teeth on the firing rack may occur in any of the following circumstances: 1. Firing over tissue that is beyond the recommended thickness range. 2. Firing with an obstacle incorporated in the jaws. In either of these circumstances, it will become increasingly difficult to actuate the firing handle and the instrument return knobs will be difficult to retract. In addition, staples may not form properly and tissue may not be fully transected. The root cause of the observed damage was misuse of the product which would have caused or contributed to the reported incident. Based on the evidence available the reported condition was confirmed. Should new information become available, the file will be re-opened and the investigation summary amended as appropriate. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, intra-operatively in a thoracoscopic lobectomy on cutting the lung tissue, the device had poor staple formation, it did not form a b shape and the tissue was not well stapled. There was also an incomplete staple line. They replaced the device to complete the case and resolve the issue. The patient was alive with no injury.